Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had microdislodged and under fluoroscopy it was noted that the rv lead was pinched under the clavicle and unable to be moved. The physician elected to not use the rv lead and implant a different rv lead. Also, the atrial lead had dislodged and fallen into the right ventricle and was repositioned, this occurred two more times before the physician elected to not use the atrial lead and complete the procedure with a different atrial lead. The patient was stable following the procedure.